Event description:
Pencil caught on fire. Bovie had a needle tip with red rubber catheter guard. Caught fire when activated. Product s/n f9j8451t was being used. Had been used on previous case without problem.